Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the atrial lead exhibited spike, and high impedance values. The atrial lead remains in use. The patient to be monitored via follow up check. No patient complications have been reported as a result of this event.